Event description:
Account reports "blood backed up into the tubing due to leak in the filter." States no pt injury, but extra cost to pt as the set had to be replaced. Set replacement is considered a nursing intervention.